Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer was dispatched to the facility and was able to reproduce the reported failure. The fse found that the issue was the orange fiber cable and replaced it. The fse also replaced the other fiber cables as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the surgical staff encountered a non recoverable fault error. The patient was docked and under anesthesia at the time. The customer attempted to remove the instruments and stay docked to the patient to perform a restart, however, the system was undocked. The system was restarted but the error persisted. At that time, the surgeon made the decision to abort the procedure. There was no report of patient harm, adverse outcome or injury.